Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an alarm on the insulin pump that she could not clear. Customer stated that she pushed act to deliver a bolus, and then escape to bypass a reminder, and received a bolus stopped alarm. She stated that the escape button would not do anything and that it also seemed like the up arrow button was unresponsive. Customer stated that the insulin pump had been exposed to moisture from pressure washing and sweat. The blood glucose reading was 112 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.